Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat paroxysmal atrial fibrillation a faradrive steerable sheath clear was selected for use. During the procedure, the operator noticed blood leaking from the hemostasis valve. The procedure was completed using the faradrive. No patient complications were reported. The device isn't expected to return for laboratory analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.